Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+4.0/100 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in lens case/vial. Visual inspection found the optic torn/split and the haptic torn/broken/bent/deformed. Dimensional inspection found the lens measurements within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).